Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +21.5d) in the right eye on (B)(6) 2024. Postoperatively, the patient underwent 2 light adjustments and no lock-in treatments. During an exam on (B)(6) 2025, the physician reported an "odd swollen" area on the lens optic consistent with polymerization. On (B)(6) 2025, approximately 20 months after the implant surgery, the lal was explanted due to blurry vision.